Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained experiencing shortness of breath, the right atrial lead exhibited a loss of capture. The lead was explanted and replaced. It was noted that the lead had been sutured too tightly to the suture sleeve.